Event description:
Patient's husband reported that 2 days ago, they had an issue with a cassette where the peristaltic tube was stuck together. The green spring was still functioning, but the tube wasn't opening. So, using a syringe, he extracted the remainder of the mix from cassette and transferred it to a new cassette. He also reported that 2 weeks ago, they had a faulty cassette that was leaking from its bladder. Lot numbers of both cassettes unknown and neither are available for investigation. No other information known. Did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolve? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be retuned for investigation? No. Did, we [MFR] replaced device? Yes. Reported to (B)(6) by: patient/caregiver.